Event description:
The customer reported damage to the pump housing, specifically around the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, ensuring insulin delivery would not be interrupted, and instructed the customer on the return process, which included using a pre-paid label and putting the pump into storage mode prior to returning it.